Event description:
Boston scientific (bsc) received information that this right ventricular (rv) lead was surgically abandoned and replaced due to an increase in threshold measurements and intermittent capture. No adverse patient effects were reported.